Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4). Analysis of the catheter found the catheter body was deformed in shape and/or abrasion. It was noted that infusion was not affected.

Event description:
It was reported that there was a catheter occlusion at the catheter tip. It was noted, the patient had increased pain and signs of withdrawal one to two months ago. It was noted, the patient had chronic cervical pain. It was further noted the patient had a catheter dye study on 2014 (B)(6), which was a failed dye study according to the patient¿s healthcare professional (hcp). The reporter stated that it was suspected that the catheter could be partially occluded. It was noted, the patient reported refill interval days of 14 days and they requested a 40 ml pump. The reporter stated that during the revision of the catheter, the hcp noted cerebrospinal fluid (csf) from the spinal segment to be ¿sluggish¿ so the catheter was replaced. It was noted, the new catheter was connected to a new 40 ml pump. The reporter stated, the hcp analyzed the old catheter after it was removed and when trying to flush for patency it was noted that only one hole was properly functioning. It was noted that the catheter was occluded on all, but one hole at the catheter tip. It was noted, the patient status at the time of this report was alive with no injury. The pump contained hydromorphone, fentanyl, and bupivicaine. Additional information received reported the catheter was still partially in place and was fully removed and replaced. It was noted, the patient had increased pain and signs of withdrawal. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Event description:
Additional information later reported, the patient was receiving ¿normal therapy¿.